Event description:
Reporter indicated that pt was scheduled for ncp system replacement surgery due to high lead impedance test result during device diagnostic testing at office visit, indicating possible device malfunction. Further follow-up revealed that the high lead impedance condition (dc-dc code unknown and limit) had existed for over 18 months. No adverse event was reported in conjunction with the high lead impedance condition, but it was reported that the pt could no longer feel stimulation. Both the lead and generator were replaced. Treating neurologist believes that fibrosis is most likely the cause of the high lead impedance test result. Explanting neurosurgeon did not observe any obvious breaks in the lead during replacement surgery but did note a large amount of scar tissue. Intraoperative device diagnostic testing of replacement vns therapy system was within normal limits.